Event description:
It was reported that t:slim x2 pump battery would not charge reliably, and charging connection was unstable unless caller held cable in place or positioned pump carefully, despite use of different charging supplies. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, instructed customer to place malfunctioning pump in storage mode and return it using prepaid label, and advised customer to reenter pump settings, reconnect continuous glucose monitor, and select appropriate setup option on replacement pump.